Event description:
Low tacrolimus (tacr) quality control and patient results, compared to results three days prior, were generated by the dimension xpand plus with hm. The results were reported out of the laboratory. The samples were not retested. There were no reports of adverse health consequences or known patient intervention due to the low results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument, the fse determined that the cause of this event is not known. The fse removed and cleaned the incubation and wash wheels, replaced the heterogeneous module (hm) tubing harness and calibrated the hm mixers. Quality controls were run. The instrument is performing within specifications. No further evaluation of the device is required.